Manufacturer narrative:
Evaluation results: deformation issue (stent deformed).

Event description:
Evaluation summary: the distal tip was flared. Initial mandrel movement was successful. The hypotube was kinked in numerous locations. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 4th, 5th, 6th and 7th distal segments were deformed.

Event description:
It was reported that the physician intended to treat a lesion in the rca which exhibited severe calcification and 90% stenosis. This lesion had previously been resistant to treatment. A first resolute integrity stent had been unable to cross the lesion due to the lesion morphology and was removed with no injury to the patient. A second resolute integrity was removed from the packaging as per IFU and inspected with no issues noted. Again the stent was unable to cross the very calcified lesion and on removal the stent was noted to be damaged. Resistance had been encountered during advancement but no excessive force was applied to the device. Procedure was completed with a successful balloon angioplasty and no injury to the patient reported.

Manufacturer narrative:
Evaluation code results: inherent risk of procedure (stent damage during use) patients condition affected effectiveness of device (severely calcified,stenotic lesion) no results available since no evaluation performed (device not received for evaluation) none (no device returned) evaluation code conclusion: known inherent risk of procedure (stent damage during use) device failure related to patient condition (severely calcified ,stenotic lesion) unable to confirm event (device or cine images not received for evaluation). (B)(4).